Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731sc lot# serial# (B)(4) implanted: (B)(6) 2010 explanted:; product typ catheter. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. It was noted that the patient was having a lot of trouble with it and having a lot of pain. The device was explanted. It was unknown what drug the device system was used to deliver. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received: it was not reported the patient never had therapeutic effect, only that she was having "a lot of trouble" with the pump and had a lot of pain and could not cope before it was explanted.